Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Leg hold rail clamp failed during repositioning between femur and tibia bone cuts. Leg holder fell off the bed. Tka case delayed 15 minutes waiting for new leg holder assembly to come up from spd.

Manufacturer narrative:
Reported event: -customer reported that the leg hold rail clamp failed during repositioning between femur and tibia bone cuts. Leg holder fell off the bed. Tka case delayed 15 minutes waiting for new leg holder assembly to come up from spd. Device evaluation and results: -device evaluation was not performed and the rail clamp assembly event was not confirmed. Device history review: -review of the device history records indicate 40 devices were manufactured and inspected on 07-18-2017, they were accepted with no reported discrepancies. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the rail clamp assembly. There has been two other events for the referenced lot number. Prs # 1636375 and 1664321 - were found to be from the same lot as the part in this complaint. The parts from prs # 1636375 and 1664321 displayed the same failure. Conclusions: -no product inspection could be completed due to the part not being returned. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Leg hold rail clamp failed during repositioning between femur and tibia bone cuts. Leg holder fell off the bed. Tka case delayed 15 minutes waiting for new leg holder assembly to come up from spd.